Event description:
It was reported that the patient was in the emergency room for an unknown reason. Oversensing was detected which apparently lead to inappropriate therapy. It was determined that at a later time, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.